Event description:
It was reported at the first follow-up appointment after implant that the rv pacing impedance trend was unstable (560 - 2608 ohms) and oversensing was also observed. The rv lead was explanted and no patient complications were reported as a result of this event.